Event description:
It was reported that during a da vinci assisted surgical procedure, the guided tool change was off by a few millimeters during instrument insertion after earlier cases had been uneventful. The technical support engineer reviewed system logs and did not find any related errors, and the customer declined to power cycle the system during the procedure. Later, the customer performed a hard power cycle, after which guided tool change functioned normally in the subsequent case. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The initial reported event was addressed with phone support. The technical support engineer (tse) advised power cycling the system. The customer did not want to power cycle mid procedure but called back to confirm the power cycle did resolve the issue. However, the issue returned and the site called back. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the issue with the guided tool change (gtc) and completed a quad calibration and bubble calibration on the robot as well as securing the set up joint 4 vertical mounting screws. The fse instructed the customer on proper gtc practices and helped demonstrate the wrist position changes the trajectory for insertion. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to the calibration on the robot. This can be resolved by contacting isi and having the fse service the system.